Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of a 7 cm abdominal aortic aneurysm. It was reported that the pt's vessel were severely calcified. It was reported that during deployment of the stent graft the stent graft moved slightly, distally to the intended landing zone. The stent gratt inverted upon itself and the tip of the delivery system was caught in the stent graft. It was reported that the physician performed a surgical manoeuvre, which included cutting the guidewire lumen tubing separating the delivery system and the tip of the catheter. Intentionally leaving the left the tip of the catheter in the patient. An aui and a femoral-femoral bypass were performed. At the end of the procedure the aneurysm was excluded. It was reported the pt expired with a week due to end-stage liver cancer.